Event description:
The customer reported the unit failed the pads/paddles test.

Manufacturer narrative:
The customer reported the unit failed the pads/paddles test. A philips rep evaluated the unit and the reported issue was duplicated. Replacing the pt connector resolved the reported issue.